Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported battery issues with the insulin pump. Customer's blood glucose reading was 336 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. Off no power alarm was not verified and operating currents test, displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests were not performed due to failed battery test alarm. The device had cracked case at display window corner and cracked battery tube threads.